Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure will be submitted as a follow up report.

Event description:
It was reported that the patient fell down the stairs and suffered a traumatic brain injury, resulting in neurological and sensory issues that prevent the patient from using the device.